Event description:
The home patient's son contacted baxter's technical service center to report, he believed the homechoice (hc) machine had overfilled the home patient (hp). The hp reported having abdominal discomfort. The technical service representative (tsr) reviewed the therapy and alarm log with the hp's son. The therapy log reads in 2007 00:29 complete, initial drain 1229 ml, last fill 0 ml, total fill 5034 ml, total drain 1372 ml, average drain 1:01, total ultrafiltration (uf) -3661 ml. The son bypassed an alarm during drain 1 at a drain volume of 1339 ml. The home patient's programmed fill volume is 2500 ml and the hp received a full fill in fill 2. The son turned the machine power off and disconnected the hp. According to the information provided, approximately 4000 ml was then drained from the hp. The tsr contacted the peritoneal dialysis nurse to advise her of the situation. The nurse has since spoken to the hp's son regarding calling for assistance with alarms prior to bypassing a drain cycle. During a follow up with the nurse, she informed that this overfill was the result of a user error on the part of the hp's son. A bypass was prematurely performed on the hp, causing him to be overfilled in the following fill cycle. The nurse stated, there was no patient injury or medical intervention associated with this report. Hp's therapy settings were provided as follows: ccpd, total volume: 12000 ml, total time: 9:00 hours, fill volume: 2500 ml, last fill: 2000 ml, dextrose = same (indicating the dextrose concentration int he last fill cycle is the same as the dextrose concentration for the rest of therapy), initial drain alarm: 700 ml.

Manufacturer narrative:
The home patient and nurse did not wish to return the homechoice machine for evaluation.